Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two unspecified mentor saline breast prostheses. Post-operatively, the patient was diagnosed, during an in-office examination, with spontaneous left breast implant deflation. As a result, the patient underwent breast implant removal and then replacement with a non-mentor implant on (B)(6) 2021.